Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name: (B)(6).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had test fail code 14.

Manufacturer narrative:
Updated fields: b4, e1 (event site address line 2), g3, g6, h2, h6, h11. Corrected fields: b5, e1 (initial reporter, event site email, event site address) e2, e3, e4, g2.

Event description:
It was reported by customer issue and informed to getinge to schedule service that the cardiosave intra aortic balloon pump displayed a power-up test fails code # 14. No patient involved and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, b6, b7, d10, h6 health effect ¿ clinical code, health effect ¿ impact codes. A getinge field service engineer (fse) calibrated to specification on both vacuum and pressure regulators. Ran all the tests in accordance to the manufacturer¿s specifications. All tests are within range.

Event description:
It was reported that the cardiosave intra aortic balloon pump displayed a power-up test fails code # 14. No patient involved and no adverse event reported.